Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the multi-pin clamps slid off the pins of the fixation device, and that the rod-to-rod clamp came loose twice.